Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement. Device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: f. For use by uf/importer (device code).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement and loss of capture (loc). No additional adverse patient effects were reported.